Event description:
A confirmed motor stall with no motor stall recovery was reported. It was stated that the motor stall was caused by patient having MRI. The pump was in flex mode and it had been almost 5 hours since the 1 hour MRI; the pump logs were checked twice with no recovery. Patient was doing fine; however healthcare provider was to monitor the patient. It was added that the pump was alarming every 10 minutes. Drug delivered via the device was lioresal. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: 2012 (B)(6). (B)(4).